Event description:
I had mcghan textures saline implants put in in the late 1990s. Not sure what year. I didn't keep the info on them. I was never told they needed to be replaced every ten years nor that they were harmful in any way, except that I might get capsular contracture. I developed many of the bii symptoms, which worsened over time. I was also diagnosed with lyme disease during this time, but never saw a tick. I saw the info regarding the recall on these, so I quickly decided to have them removed as my right breast was hard for a very long time and very uncomfortable. I explanted on (B)(6) 2019, and it was a great thing as my right breast implant was leaking and I didn't know it. My lymph nodes on that side were also enlarged and tender. My many symptoms of illness are getting better every day. They are toxic in so many ways.